Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem ("check therapy pad" messages) has been confirmed. Upon investigation the monitor was unable to properly produce a driven ground signal. The cause for the failure was isolated to the monitor's belt receptacle pulse wires which were unplugged from the defib board. The root cause for the unplugged wire could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was displaying "check therapy pad" messages.